Event description:
It was reported that the patient presented for an implant procedure. While attempting to slit the catheter, the lead dislodged and, after multiple repositioning attempts, was damaged. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.